Manufacturer narrative:
The customer was notified that the laser has reached end of life (eol) and will not be serviced.

Event description:
It was reported that the laser stopped working in the middle of the procedure and smoke was emitting from the front of the unit. The procedure was not completed due to the laser stopping. There was no report of injury to the patient. No further information has been provided.